Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board will be replaced to address the issue. The lcd screen was not readable due to physical damage that was observed. The device's lcd screen will be replaced to address the issue.